Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown triathlon size 4 11mm ts insert. Additional information pertaining to the device referenced in this report has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Doctor exchanged liner while performing wash out of patients' knee.

Manufacturer narrative:
An event regarding revision involving an unknown triathlon knee was reported. The event was not confirmed. Conclusions: the exact cause of the event could not be determined because device information and patient medical records were not provided for review. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Doctor exchanged liner while performing wash out of patients' knee.